Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(4) used for: the tip broke off the instrument and was left in the patient subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was attempted /requested. The report indicates that: DHR review for: DHR review for part# 311.449, supplier lot # pe00476; release to warehouse date: (B)(6) 2010; expiration date: na. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the right femur on (B)(6) 2016 the tip of the push-pull reduction device broke. Surgeon was using the push/pull device to reduce the fracture; once the fracture was reduced the surgeon implanted a 4.5 locking compression plate (lcp) curved and unknown number of screws. When the surgeon was removing the push/pull device the tip broke off. The fragment remains in the patient, surgeon did not try to retrieve the fragment. There was no delay in surgery. The patient's outcome in unknown, surgery was completed successfully. X-rays were taken during surgery, they were not unanticipated. This complaint involves one device. Concomitant devices reported: 4.5 lcp plate curved (quantity 1) screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. It was reported that during an open reduction internal fixation (orif) of the right femur the tip of the push-pull reduction device broke. Surgeon was using the push/pull device to reduce the fracture; once the fracture was reduced the surgeon implanted a 4.5 locking compression plate (lcp) curved and unknown number of screws. When the surgeon was removing the push/pull device the tip broke off. The fragment remains in the patient, surgeon did not try to retrieve the fragment. The returned device is broken at the distal tip. The tip sheared off in the smaller threaded section. The knob was not returned with the device. No definitive root cause was able to be determined. The device has been used for over 6 years and experiences torsional force during drilling and shear stress applied by the bone and/or the plate when used as intended. It is likely that the device broke as a result of excessive pressure and material fatigue. Hard bone may also be a contributing factor to the complaint. A visual inspection, dimensional test, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. This complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.